Event description:
Philips received a complaint from the customer about the v60 ventilator. The customer reported that the ventilator failed the self-inspection, indicating abnormal tidal volume. It is unknown if the device was in patient use at the time of the reported event. There was no patient harm or injury reported. The investigation is ongoing.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. Although it was confirmed that the device was repaired and is back in service, the repair remains unknown. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. H11:updated contact information, contact office entity, and manufacturing site.